Event description:
On (B)(6) 2011, patient reported that he experienced an infection due to the infusion set. The infection started 3 days prior to the report. Patient removed the infusion needle, and the site became infected the next day. Infusion needle had been in use for 2 days. The site was irritated, tender, red, raised, and draining, and it was approximately 4 inches in diameter. Patient advised he had an appointment with his physician and the site would likely be drained. Infusion site was cleansed with an alcohol wipe, and there were no lotions, creams, or oils used near this area. Patient applied an antibiotic cream, but this did not help. Follow-up was completed with patient on (B)(6) 2011. Patient reported that his physician drained the site, and he returned to the physician's office 5 days in a row for an antibiotic shot. It took 2 weeks for the infusion site to completely heal. Patient experienced another infection around (B)(6) 2011 and required the same treatment. That infection was starting to improve. Physician advised to use an antibiotic cream after the infusion needle is removed. Physician also believes patient might be allergic to the stainless steel needle of the infusion set. Patient switched to a different type of infusion set and has not experienced further concerns. No product was requested for evaluation.

Manufacturer narrative:
Method, results: no product will be returned for evaluation.